Event description:
It was reported that while the ventilator was connected to a patient it generated an alarm for excessive leakage. The ventilator was taken out of service. (B)(4).

Manufacturer narrative:
(B)(4).